Event description:
It was reported that during use the right atrial lead exhibited oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.